Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding unknown patients implanted with neurostimulators. It was reported that consumer talked to a lady on (B)(6) 2016 who knew several people that have had the implant. The lady said that the implant burns. The consumer did not know any further details.